Manufacturer narrative:
The associated insert, used in treatment, was returned and evaluated. A visual inspection of the returned device confirm the stated failure mode. Only the insert was returned for evaluation. The device is heavily damaged on the backside around the locking detail, rendering it inoperable. The device was manufactured in 2019. A dimensional inspection was attempted but the device was too damaged to obtain accurate measurements. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes of this event could include abnormal loading or poor insertion technique. The need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that a revision surgery was performed due to a device disassociation. The insert was explanted. No further information available.